Manufacturer narrative:
No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: the physical sample was not available for evaluation; the provided images did not demonstrate the catheter section, and could not be used for closer evaluation of the event. The alleged issue could not be re produced which led to an inconclusive evaluation result. Based on the information available the investigation was inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'predilation of the lesion should be performed using standard techniques.' In regards to accessories the IFU state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length across the lesion to be stented via the introducer sheath'. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent stent system products that are cleared in the us. The 510 k number and pro code for the lifestent stent system products are identified.

Event description:
It was reported that during treatment of a dissection in the superior mesenteric artery via tortuous right brachial artery approach, after experiencing resistance advancing the delivery system over the guidewire, the stent allegedly failed to deploy. It was further reported that a device related aortic dissection occurred. Reportedly, the stent delivery system was removed and two additional devices were used to complete the procedure. The current patient status is unknown.